Manufacturer narrative:
The manufacturer previously received a report from a customer indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer's service center for evaluation. The customer complaint was confirmed. A ¿vent inop¿ error was recorded in the device logs and was attributed to a motor failure. Evaluation determined that the device blower was faulty and required replacement to address the malfunction. In addition to the reported issue, the service evaluation identified unrelated findings. The air inlet foam filter was missing and was replaced. The flow sensor was also replaced due to contamination. Following the repair, the device passed all testing. Additional information was later received indicating that the unit was purchased in (B)(6) 2024. On (B)(6) 2025, a call was received from the patient¿s mother reporting that the trilogy evo ventilator became unresponsive and displayed a ¿ventilator inoperative¿ alarm message. Upon activation of the alarm, the patient¿s mother removed the patient from the ventilator. After a short period of time, the ventilator was reconnected and resumed normal operation. The manufacturer has updated box e: initial reporter in this report. The manufacturer has updated box h in this report

Event description:
The manufacturer received a report from a customer indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm. There was no serious patient harm or injury that occurred or was reported. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported the health impact grid as problem identified during non-clinical procedure. After further investigation, the manufacturer should have reported the health impact grid in the previously submitted report as no health consequences or impact. The manufacturer has updated the health impact grid in this report.